Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 02/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 02/14/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed under local anesthesia on an unknown date. Additionally, fiducial markers were placed transperineally. Post spaceoar vue placement, the physician suspected a rectal wall infiltration. Further review of the images revealed that the hydrogel was located within the rectal wall. The patient experienced rectal pain and rectal bleeding. The patient was treated with anusol and the symptoms were resolved. It was noted that after 15 out of 40 fractions, based on the computerized tomography (CT) imaging, the hydrogel disappeared. It was suspected that the because of the hydrogel was placed in the rectal wall, a hole in the mucosa could be created through which the gel was able to migrate out. However, this could not be confirmed. It was reported that the patient will continue the radiation treatment. External beam radiation treatment was noted.